Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a medical personnel that the patient presented with melena in stool and weakness x 5 days. The patient got admitted late on (B)(6) 2016. The patient has history of gastrointestinal bleeds. (Last was (B)(6) 2015 where he was scoped and showed gastric ulcerations that were cauterized, his inr goal was changed to 1.8-2.0 at that time) on this admission inr was 2.37 which was up from 1.8 on (B)(6) 2016 on last anticoagulation note. The patient reports being very sensitive to an inr of 2.0 or above. The patient was taken off anticoagulation and upon an inr of 1.5 a push enteroscopy was performed on fri (B)(6) 2016. The test resulted negative for any active bleeding. Currently patient on heparin drip with and new inr goal of 1.5-2.0. Acetylsalicylic acid (asa) has not been restarted at this time, waiting for thromboelastogram (teg) results. The patient received total of 4 units of blood since the admission on (B)(6) 2016 and remains hospitalized.

Manufacturer narrative:
Serious and life threatening adverse events, including gi bleeding, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.